Event description:
As reported from the cypress study, approximately fifty-six months after the index procedure, the patient had a revascularization/thrombectomy performed due to stent thrombosis of the previously implanted cypher 3.5 x 18 stent (ae#9-previous adverse events captured in ss/gchs). The indication for the treatment of the event was (both angina and a positive stress test. The event occurred in the saphenous vein graft (svg) to the mid-distal circumflex which was noted to be a target vessel, non-target lesion. The event was reported to be moderate in severity, not related to the study index procedure/study drug, and a possible relationship to the study device-3.5 x 18mm cypher. Attempts to obtain additional information were unsuccessful. Index procedure: angiography revealed 2 lesions: one restenosis of a previously implanted unknown drug eluting stent (des) in the svg to the distal circumflex and one restenosis of a previously implanted unknown des in the distal left anterior descending (lad). These were treated with cypher stent implantation. A 3.5 x 18mm cypher was placed in the distal circumflex and a 2.25 x 23 mm. Cypher stent was placed in the distal lad.

Manufacturer narrative:
As reported, approximately fifty-six months after the index procedure the patient had a revascularization/thrombectomy performed due to stent thrombosis of the previously implanted cypher 3.5 x 18 stent (ae#9-previous adverse events captured in ss/gchs). The indication for the treatment of the event was (both angina and a positive stress test. The event occurred in the saphenous vein graft (svg) to the mid-distal circumflex which was noted to be a target vessel, non-target lesion. The event was reported to be moderate in severity, not related to the study index procedure/study drug, and a possible relationship to the study device-3.5 x 18mm cypher. Attempts to obtain additional information were unsuccessful. Index procedure: angiography revealed 2 lesions: one restenosis of a previously implanted unknown drug eluting stent (des) in the svg to the distal circumflex and one restenosis of a previously implanted unknown des in the distal left anterior descending (lad). These were treated with cypher stent implantation. A 3.5 x 18mm cypher was placed in the distal circumflex and a 2.25 x 23 mm. Cypher stent was placed in the distal lad. The device remains implanted in the patient and is not available for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15095742 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No excursions were found for lot 15095742. No nonconformance records were issued for this lot. Pre-sterile lot 15095755 was reviewed. It was observed during review of this lot. 20 units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. The DHR review was extended to the stent coating site. The investigation revealed that no non-conformances were issued during the coating process, and that no anomalies were found for the lot involved. Based on the information provided and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Very late thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent and instigate vessel remodeling around the stent, producing gaps between the stent and the vessel wall. The patient was not maintained on anti-platelet regimen. Review of the information provided suggests that discontinuation of anti-platelet therapy and/or late stent mal-apposition may have contributed to the event. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This product was previously reported under MFR. #3003742446-2012-00009 and is one of two products implanted in this patient/reported previously under associated manufacturer report numbers 3003742446-2012-00009 and 3003742446-2011-00144.